Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators were unable to duplicate customer complaint. Investigators performed bolus and there was no instances of a blank screen during either or bolus or during testing. Unrelated to the complaint investigation revealed that there was a perimeter crack on the display lens, the case was scratched and the keypad was found to be worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.